Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that a foreign material was present in the device. A 1.50mm rotapro was selected for use. At the course of the procedure, outside patient, a thread-like substance was observed at the tip of the advancer when inserted into the wire. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that a foreign material was present in the device. A 1.50mm rotapro was selected for use. Prior to insertion into the patient, a thread-like substance was observed at the tip of the advancer when advanced on the wire. The procedure was completed with another of the same device. There were no patient complications.